Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). Evaluation based on customer's description. Customer advised to remove device from service.